Event description:
Healthcare professional reported that after injection "2-3 months ago" in the tear trough, cheeks, and nasolabial folds with juvederm ultra xc, the pt displayed persistent swelling in the tear trough. Pt was treated with hyaluronidase, medrol dosepak, "compressions", prednisone, clarithromycin, and pulse dye laser. Healthcare professional stated that the pt partially responds to hyaluronidase in left tear trough, but then a few days later swelling returns. Pt was injected with an unspecified ha filler 4 years ago, with swelling persisting 2 years after injection. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.